Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and a blood glucose level reading of ¿high¿ (value not provided). The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer confirmed pump display turned on when plugged into a power source. Additionally, the customer reported that an auto-off alarm occurred despite user interaction with the pump. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.